Event description:
It was reported that a 250ml intravia container had leaked. The customer stated that the leak was from a pin hole in the port tube, close to the spike. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. The sample was visually inspected and pressure tested. The pressure test identified a leak from the membrane seal, confirming the reported condition. The cause was determined to be a defective membrane seal. The supplier was notified to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If additional relevant information becomes available, a follow-up report will be submitted.